Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Contaminants all over the touch screen and a lot of fluid ingress spots in screen were noted. The vela front panel was installed in known good unit. The touch screen was irresponsive and could not be calibrated.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that the touch screen does not respond, the whole screen does not respond to touch and there is a small kind of vapor inside the touch screen. No pt involvement.